Manufacturer narrative:
The measurable dimensions of the returned drill bit were checked and found to be in compliance with the technical drawings. The examination of the raw-material testing certificates and the mfg papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specification.

Event description:
Device report received from (B)(6) private hospital, (B)(6), indicates that during a foot procedure, the surgeon was drilling and the drill bit snapped. The surgeon was unable to retrieve the tip of the drill bit and it was left in the pt.